Event description:
Customer reports an unspecified number of infusors containing morphine, butil scopolamine, or aloperifojo in saline to a total volume of 85ml overinfused over 6 days instead of an anticipated 7 days. Customer reports no adverse clinical reaction.